Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured approximately 25.5 cm from is-1 terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve.

Event description:
Boston scientific received information that the right ventricular (rv) lead delivered inappropriate shock but no therapy exhaustion. Furthermore, physical damage was also noted on the conductor of this lead. The lead was explanted and out of service. No additional adverse patient effects were reported.